Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. No further information was available.

Event description:
New information reported that post-paced t-wave oversensing occurred on (B)(6) 2019. No further information was available.